Event description:
Baxter (B)(4) received a report that a patient control module (pcm) had a spring which felt loose when the button was pressed. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. A patient control module (pcm) was also received connected to the infusor. The reported condition of a loose spring in the pcm was not confirmed. Visual inspection of the unit showed no evidence of physical defect or abnormality that could have caused the reported problem. A functional test was subsequently performed on the unit by manually filling the device with water. During and after fill, no evidence of leak or backflow was observed. When the button was pressed, flow was readily observed at the luer and no signs of leak or backflow were noted. Additionally, no evidence of "loose" or defect was observed on the pcm button and the spring. The pcm button and the spring were in their normal condition. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.